Event description:
The patient contacted animas on (B)(6) 2012 reporting that when changing the cartridge, the pump primed insulin out during load step. There is no reported adverse event with this complaint. There is no additional information at this time. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated several "no cartridge detected" alarms and some "loss of prime" warnings. The rewind, load and primed steps were performed with no "loss of prime" warnings noted. The pump was unable to be exercised for 24 hours due to a call service alarm. The pump cover was removed and a broken trace was found on the force sensor flex cable. Corrosion was also found on the force sensor plate, pins, the vibrator motor, display connector, motor flex connector, and other components. Unrelated to the complaint, a visual inspection revealed moisture in the display. The display screen was found to be faded and discolored. The vibrator motor was found to be not functioning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.